Manufacturer narrative:
Eval summary: the produce was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain add'l info. A completed questionnaire has not been received. (B)(4).

Event description:
A clinic administrator reported that after an intraocular lens (iol) implant surgery, a patient is experiencing blurred near vision. The patient is being treated for dry eyes with medication and punctal plugs. Add'l info has been requested.